Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2022 on a direct tested nasal kitted swab. Conformation test was performed (pcr) ,and generated negative result. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was a delay on surgery had to wait for the pcr result to confirm before patient could be taken to surgery.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1060592 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1060592 and test base part number 190-430 / lot 1060592. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060592 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.